Manufacturer narrative:
The system was examined and the reported event was not replicated. A preventive maintenance (pm) was performed. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Event description:
A customer reported that the system shut down during priming (prior to the procedure). The procedure was completed using an alternate system with no impact to the pt.